Event description:
A surgeon reported a missing superior haptic was noted during examination of the pt's eye approximately 1 1/2 years following initial implant surgery. The pt denied any trauma to the eye. The intraocualr lens was dislocated and in 2005 the lens was removed and replaced with the same model and diopter. The pt's uncorrected visual acuity following the lens exchange was 20/25.